Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14ff amplatzer torqvue delivery system. During the procedure, activated clotting time (act) was 264 seconds. 2,500 iu of heparin was administered at the beginning of the procedure and another 2,500 iu during the procedure. The occluder was implanted successfully without recaptures or re-sheath. One day post implantation, pericardial effusion was observed on transesophageal echocardiogram (tee). Cardiac tamponade was observed and the patient had dyspnea. Pericardiocentesis was performed and the patient was transferred to the intensive care unit (ICU) for monitoring. The patient was reported to be stable. The physician is unsure what the cause of the pericardial effusion was.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 march 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14ff amplatzer torqvue delivery system. During the procedure, activated clotting time (act) was 264 seconds. 2,500 iu of heparin was administered at the beginning of the procedure and another 2,500 iu during the procedure. The occluder was implanted successfully without recaptures or re-sheath. One day post implantation, pericardial effusion was observed on transesophageal echocardiogram (tee). Cardiac tamponade was observed and the patient had dyspnea. Pericardiocentesis was performed and the patient was transferred to the intensive care unit (ICU) for monitoring. The patient was reported to be stable. The physician is unsure what the cause of the pericardial effusion was.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device